Event description:
The report received from the affiliate states that the smart control the stent jumped forward during the stent deployment and the proximal lesion could not be covered. The patient's gender and age were unknown. The target lesion was left common and external iliac artery. Moderate calcification and vessel tortuosity, the rate of stenosis was 85%. Approach was made contralaterally. Smart control (complaint product) was delivered to the cia lesion. However, the stent jumped forward during the stent deployment and the proximal lesion could not be covered. Therefore, an additional smart control stent (cat/lot unk) was placed at the proximal lesion and the entire lesion was fully covered. The procedure was completed without other problem. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The report received from the affiliate states that the smart control stent jumped forward during the stent deployment and the proximal lesion could not be covered. The target lesion was the moderately calcified and tortuous left common and external iliac arteries with an 85% stenosis. An additional smart control stent was placed and the entire lesion was fully covered and the procedure was completed. There were no reported adverse events and the patient is in stable condition. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. The IFU also states to verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion, to ensure that the introducer sheath does not move during deployment and remove the locking pin from handle. Then, initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. In order to provide a complete analysis of the reported issue of "stent jumping" during deployment live case films of the actual deployment are required, or at the very least, high resolution films of the deployed stents showing individual stent struts with and without contrast. To date these films have not been provided. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.